Event description:
Spouse reported that he gave his wife the injection using 1cc insulin syringes, and his wife broke the needle before discarding it as she used to, so no one would have access to it. The broken cannula fell on the floor and a couple of days later he stepped on it, and had surgery to have it removed.

Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Unable to run complaint history check or device history review, as lot number is unknown. Regulatory compliance will continue to monitor on monthly trend reports.